Event description:
It was reported by the clinic that the patient had presented to an outpatient clinic with peritonitis on (B)(6), the patient was prescribed antibiotics for 2 weeks and is reportedly doing well on f/u.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation of the products. Medical records have been requested, however it was reported that no add'l info will be provided. A supplemental report will be submitted if more info becomes available. This report is related to one other product reports submitted on the same event.